Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that the metal tip on the ar-9215-1-02 glenoid drill guide handle has been compromised. After insertion of the ar-601-tbp4 poly trial with the handle, the metal connection cracked cleanly off into the trial where it is unable to be removed. The rep reported no pieces were lost, and both pieces will be returned. As the trial had already been placed, there was no further need of the base plate trial or an alternative instrument. There was no delay in surgery, a second surgery will not be needed.

Manufacturer narrative:
Complaint confirmed, the threaded tip was found to be broken. The device was found to meet dimensional and material specifications. The cause of the event is undetermined, however a likely cause of the event is prying/leveraging the device during use.